Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 150 mg/dl. Their condition deteriorated and spouse called 911 emergency medical technician arrived and they tested pt's glucose at 30 mg/dl. Pt was transported to the hosp and treated with an unk IV. Upon the result of 150 mg/dl pt did not take their meds or do anything. Spouse gave pt juice to elevate their glucose prior to the arrival of the emergency medical technician. Glucose controls were not run on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.